Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2019 by a (B)(6) female patient concerning herself. The patient medical history included seasonal allergies. The patient had previously received treatment with restylane on 2017. Concomitant treatment included zyrtec [zyrtec] as needed for seasonal allergies. On (B)(6) 2018, the patient received treatment with restylane to lips (unknown amount, lot number, needle type and injection technique). On (B)(6) 2018, immediately after treatment the patient experienced tingling/loss of feeling (implant site paraesthesia) at lips, increased swelling (implant site swelling), right lower lip was the size of a baseball and was painful (implant site pain). On (B)(6) 2018, the patient visited the urgent care and prescribed prednisone [prednisone], which did not help with the swelling. On an unknown date in 2018, the patient developed abscess (implant site abscess) and necrosis (implant site necrosis) at lip. On (B)(6) 2018, the patient visited the emergency room, and had undergone an abscess removal on the area. The patient was also prescribed an unspecified antibiotics. The patient reported that the swelling and pain had subsided. The patient was left with no feeling in her right lower lip and there was a dip in skin (cutaneous contour deformity) where the necrotic tissue was removed. Outcome at the time of the report: necrosis was recovering/resolving. Abscess was recovered/resolved. Dip in skin was not recovered/not resolved. Tingling/loss of feeling was not recovered/not resolved. Swelling was recovered/resolved. Pain was recovered/resolved.